Event description:
It was reported that an alert was received due to high, out-of-range shock lead impedance measurements measuring, 136 ohms. At this time, the lead remains in service. No adverse patient effects were reported.